Manufacturer narrative:
D2b: pro code (product code): dyb; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following mapping and ablation using non-boston scientific devices, a versacross connect rf wire was used with a non-boston scientific sheath, which is considered off label use, to attempt transseptal access. During the attempt, the physician caused a perforation. Using non-boston scientific diagnostic catheter, a pericardial effusion was visualized. Pericardiocentesis was attempted without success. The patient was stabilized and transported to CT surgery for further medical intervention. No further information is available.